Manufacturer narrative:
(B)(4).

Event description:
It was reported that dislodgement was observed via x-ray on the ra lead. The lead showed low pacing impedance and was not able to capture. The lead was explanted and replaced. Patient was stable before and after.